Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Purple spot in the image detected during the final qc after the repair this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the defect parts have been replaced. Correction information: h6: coding changed, based on the investigation result.